Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options included thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
The info provided to sjm indicated a 6f angio-seal vip was deployed in a puncture in the right femoral artery following a pre-deployment angiogram. Hemostasis was not achieved. A femogram, accessed via the left femoral artery, revealed a total occlusion of the right superficial femoral artery. During the surgical repair procedure, the collagen was found deployed through and outside the posterior wall of the artery, having pinched it closed with the suture, and occluding blood flow. Blood flow was successfully restored to the right leg.